Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a perforation in the right coronary artery. A 2.8x19mm graftmaster rx covered stent system failed to cross due to resistance with the anatomy. The perforation was successfully sealed in an unknown matter. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.